Event description:
The customer reported that the system failed to save images. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep formatted the hard drive and loaded the software. The system operates as intended.